Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. S/w version 2.6 d. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was that their insulin pump has reduced battery life. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. It was reported the customer received a replace battery now alarm less than ten hours from low battery alert. It was stated fresh batteries were used and the battery cap was undamaged. This is the second occurrence for this issue advised the customer replacing the insulin pump. The insulin pump was returned for analysis.